Event description:
Patient undergoing radiation therapy for recurrent left neck follicular lymphoma. Pt. Placed on linear accelerator couch with s-frame, grid up and index bar at f3. Because pt's site is at the head and neck, the s-frame is positioned so that the pt's head and neck extend over the end of the table. The couch has four positions for the s-frame to be placed and locked with the index bar. Two of these positions are labeled the same: h3 f3. In this case, the s-frame was locked with the index bar in the most distal position to the center of the couch, when it should have been locked in the most proximal position to the center of the couch. As a result, more of the s-frame extended beyond the couch than it otherwise would have. The same company provides a velcro belt for staff to use when pt's are extended above the top of the couch. However, there is nothing for the belt to be secured to on the table and the portion of the table that the belt is used on is wedge shaped, sloping toward the main body of the couch so that there is nothing to prevent the belt from slipping off. The belt only wraps around the pt, and the top most upper portion of the couch. Although the belt was applied in this case, the belt slipped forward and off of the couch so that the only way the pt was actually secured was by the index bar. The index bar was unable to hold the pt in place and the s-frame acted like a fulcrum, allowing the pt to fall to the floor and hit her head. The pt was transported to the ed where she was treated and released.